Manufacturer narrative:
One device was received for evaluation. Visual inspection was able to verify the reported problem. It was determined that the degraded downstream occlusion seal was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device has a damaged dso. This event occurred during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.